Manufacturer narrative:
Evaluation on-going. Other components in use include: fw762r/ s4 element mis rod persuader and fw763r/s4 element mis rod persuader handle.

Event description:
During a two level minimally invasive surgical case there was some difficulty inserting a persuader/reduction tube (fw462r) into a down tube (fw752r). Once in, there was significant difficulty threading the reduction tool; ratchet wrench broke (fw763r). It is possible that either the reduction tool or the tube was damaged some how prior to use. Surgeon had to remove the down tube and reconnect a new one. It was a difficult pt (large and really hard bone).